Event description:
It was reported that when the devices were used during an unknown procedure, they fired malformed staples. There was no patient consequence. Another device was used to complete the case.